Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The tech found the casters' tires and brake pads were worn. The tech replaced the casters to repair the bed.